Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient felt pain in the same area on low number on 3 out of 4 settings. The patient stated that the 4th setting the patient could increase higher but still had a more tender area, and they were feeling zapped. The patient began asking if a representative could turn something down in programming, but then disconnected. On a second call the patient reported that they couldn¿t really use programs 1, 2, and 3 because it was painful. The patient noted that one of them they couldn¿t increase very high because of it and 2 of them they couldn¿t even touch because they caused intense pain. The patient reported that they thought the nerve had been over stimulated, and stimulation went to one particular sensitive region. The patient also reported that on program 4 they were feeling stimulation at the base of the vaginal region, but they were still not getting therapeutic benefit for bladder symptoms. It was noted that ¿program 4 wasn¿t a party, but it was tolerable¿. The patient noted that a representative told them to try each program 4 times, and they were keeping a voiding diary. The patient was redirected to their healthcare provider to discuss the symptoms and request reprogramming. No further complications were reported.